Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please clarify, did the suture thread broke during use on the patient or did the needle detached from the suture thread during use on the patient? Ans: the suture thread broke during use on patient. 2. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case) ans: answered by medical officer in the case. 3. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: suture was discarded and not available for return.

Event description:
It was reported that a patient underwent an oral procedure on (B)(6)2024 and suture was used. During the procedure, the suture broke off when surgeon is trying to tie the knot. No adverse patient consequences were reported. Additional information was requested.